Event description:
The customer reported a case when crossmatch testing on the ih-1000 instrument was expected to be positive (incompatible) but the result was negative. The patient sample volume was noted as low by the instrument but the operator chose to repeat the test and she suspects that the sample was never aspirated. Repeat testing was performed the same day using the same instrument and the result was positive as expected. The customer stated that the patient sample volume was low and she lifted the tube in the rack to make sure the sample was aspirated. No patient was harmed by the reported issue. The trace files of the affected ih-1000 instrument were analyzed. Analysis confirmed the customer's claim that the affected sample "(B)(6)" was loaded four times and tested twice. The sample was first run at 11:36 am and two crossmatch tests were performed. The test results in well 1 and 2 were false negative. The second run and two crossmatch tests were performed with the same donor at 02:14 pm and the test results in well 1 and 2 were positive. When comparing both result, the missing volume on the first run is obvious. Considering the liquid color on the incubation chamber, it can deduced that the volume missing is the serum from the sample "(B)(6)". The available measured volume in the tube of the sample in question was during the first run 3421 l but during the second run 1281 l. That would indicate that more than 2 ml were used in between the two runs. There are two possible scenarios: one explanation is that the tube sample was tested between the two runs (manually or by another instrument). The customer did not confirm additional testing in between the two runs. So the main probable root cause is a plasma bubble that was present in the tube. The level detection has detected this bubble and broke it during the pipetting meaning that air has been aspired during the first test. This led to non- distribution of plasma in the first run and to a false negative result. In the second test run, the correct volume was distributed and the test result was correct. In chapter 3.1, the ih-1000 user manual advises the customer to ensure that no foam or bubbles are present on the surface of the liquid.

Manufacturer narrative:
This is our combined initial and final report on this incident.